Event description:
It was reported that the device would not power off and intermittently lock up. There was no report of pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported intermittent issue. Physio replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assembly at the failure analysis center and was unable to duplicate the reported intermittent issue. The assembly operated normally on a test mock-up device. Further component root cause of the issue was not determined.